Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the device failed dso calibration. There was no patient harm.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal and buckled upstream occlusion seal. Review of the event history log (ehl) showed cassette not attached properly alarms. Functional and visual tests were performed the reported issue was duplicated. The cause of the reported issue was due to contamination of the downstream occlusion sensor. As a result, the downstream/upstream occlusion seal/sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.